Event description:
A 2.5mm diameter x 16mm length medtronic ave s540 stent delivery system was inserted into a severely calcified right coronary artery. It was not possible to cross target lesion, therefore, the stent and delivery system were pulled back to the guide catheter, where it caused the stent to dislodge from the stent delivery system balloon. The dislodged stent was snared from the pt successfully. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. It is unknown how the target lesion was treated. There was no add'l clinical sequelae reported relative to the event and there is no further info available from the user facility.